Event description:
Information was received indicating that while trying to use the pump and loading the cartridge, a smiths medical cadd ms3 pump exhibited error message 'over filled'. No adverse effects were reported.